Event description:
Information was received from a consumer regarding the patient's implanted infusion pump which had been used to deliver dilaudid in the past and was currently used to deliver fentanyl (3000mcg/ml, dose unknown). The indication for use was non-malignant pain. On (B)(6) 2016, it was reported that since the patient's pump was implanted on (B)(6) 2013, the patient experienced pain and tenderness at the pump site. The patient described the pain as a burning sensation and soreness after pump refills. The patient was never able to resolve the pain due to other issues with the healthcare providers (hcp) and her discharge from the clinic. After her discharge, she was due for a refill on (B)(6) 2016, but had no managing hcp. On (B)(6) 2016, the pump "quit" and the patient went through withdrawal due to going off of the medication cold-turkey without weaning. The patient stated she was past that point now. She was concerned about leaving the device implanted and was contemplating having it removed, but had no hcp.

Event description:
Additional information was received. The patient reported that their primary care physician helped her with her withdrawals and was decreasing the amount of fentanyl patch and percocets every 2 weeks until she is off all narcotics. The pump was dry and was still having the same symptoms the pump went dry (B)(6) 2016, '7 days' after the alarm date of (B)(6) 2016 on the printout from the patients last refill, however, no alarm went off or could be audibly heard. The physician was reported to have the patient go into withdrawals before they could give the patient the narcotics. The patient was helped with percocets '10' for outset of withdrawal symptoms sunday night 8-10 pm. The pump site was swollen, very sore to touch. It was reported that the nurse filled her pump numerous times, had resistance, and it burns, stings around the pump area. It was reported that it's sharp and then spreads straight across her stomach to her right hip. First few vs. The pain stayed almost until she got home, approximately 20-30 min (it is unclear what is meant by this). It was gradual and it was just while they're feeling around for the pump and needle insertion that it remains sore 10-15 minutes then eases up until the patient touches it or bumps it. Symptoms included smells starting, at 10 pm her leg's "started crawling", ¿went crazy¿, twitching, shaking, freezing, burning up, became very nervous, anxious, and couldn't lay down, back and neck stiff ¿as a board¿, and horrible ache, burn, "draining" (illegible) in my lower extremities. The patient started taking percocets 1.5 10 mg every 2 hours and would sleep about 1 hour, wake up to the symptoms mentioned above, all night long. The primary physician had given '5' 12 mcg fentanyl patches and did not help. The patient was then given 75 mcg fentanyl patches '5', percocets 10 mg (illegible). The patient said they "made it" and that they are continuing to decrease amounts to present. The pump stays tender. The issue had not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient elected to stop using the pump. Per the patient, they disagreed with the physician about cutting back the dose and as the patient was discharged from the practice. The patient¿s pump was now dry as the patient didn't have a physician to fill it. The patient wanted to know if the pump could be implanted long term. The patient also stated that the pump ¿burns and stings really bad. The patient also stated that the pump was uncomfortable since implant. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-11. It was reported that the patient's pump was still dry and the patient was unable to get an appointment for removal. The office reportedly said they didn't want to get involved. The patient was having stinging and burning sensations continually.